Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from each lot were inspected with no issues identified; no foreign matter(fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3194738. D.4. Medical device expiration date: 30-nov- 2024. H.4. Device manufacture date: 13-jul-2023. D.4. Medical device lot #: 3194742. D.4. Medical device expiration date: 30-nov- 2024. H.4. Device manufacture date: 13-jul-2023.

Event description:
"It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter found in the inner wall of the tube. There was no report of impact to patient or user.